Event description:
Caller states that softclix lancets were uncapped out of box. Box was sealed and undamaged at time of purchase. Caller has pricked finger on some of the lancets. No adverse event or medical attention needed. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.